Event description:
Possible malfunction of falope ring applicator. Bleeder cauterized.second kit used successfully. Patient transferred to pacu in stable condition.

Manufacturer narrative:
Pursuant to the acquisition of acmi corporation by gyrus group plc, the decision making criteria for filing mdrs has been re-assessed and modified. A review of all complaints received post-acquisition was conducted. As a result of that review, this report has been determined to meet the revised criteria and is being filed with the agency at this time. Device was returned with two durable loading pins with a falope ring band loaded on each pin. These pins are not usable on the disposable falope device. Removed the band and placed them onto the disposable loading pins. Device returned in firing position #1. Signs of use with slight amounts of tissue residue on tongs. Tongs extend and retract with a mildly "rough" action versus the normal smooth actuation. Tongs extend fully and are positioned correctly (no criss-crossing). Inner tube retracts to the correct position in fp #1. Transitioned device to fp #2 with no issues. Inner tube retracts fully in fp #2, which is normal. Loaded two bands onto the device. Bands loaded as normal. Device properly fired the first band only in fp #1. Device properly fired the second band in fp #2. No problems found with the device. Product meets specifications.